Event description:
It was reported that during an unknown procedure the clip of the device couldn¿t come out after firing. No patient consequences reported.

Manufacturer narrative:
(B)(4). The analysis results found that the el5ml device was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and no clips were fed. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, the feed link was noted to be broken; this condition may have contributed to the feeding issue, however no conclusion could be reached as what may have caused this damage. In addition, fourteen clips were found inside the clip track. The batch record was reviewed and all manufacturing criteria was met prior to the release of the batch.